Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl due to being a brittle diabetic. Juice was consumed to treat the low bg. Recommendation was made to consult with health care provider regarding diabetes management.